Event description:
Patient reported rupture and pain. A physician has not confirmed the events but a mammogram and MRI indicated the rupture. Affected side is right. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain. A physician has not confirmed the events but a mammogram and MRI indicated the rupture. Affected side is right. The device has been explanted.